Event description:
It was reported that the patient presented in clinic for a generator exchange procedure. During the procedure under fluoroscopic guidance, it was noted that the right atrial (ra) lead insulation was damaged. The patient was asymptomatic. Testing showed noise on the ra lead. The ra lead was repaired with a silicone suture sleeve and 0-silk sutures on (B)(6) 2024. The patient was stable throughout the procedure.